Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with failure code 810:11, which interrupted delivery. This condition occurred two times. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a faulty pump head module assembly. To correct this condition the pump head module assembly was replaced. If any additional information is received, a follow-up will be sent.